Event description:
It was reported that shaft break occurred.a 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft broke. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided.good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.